Manufacturer narrative:
Follow-up #1; date of submission: 12/30/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/08/2014 with the following findings: the reported issue could not be adequately investigated due to a failure of the pump to power on; no conclusions could be determined in regards to the reported issue. The pump history and black box data could not be downloaded due to internal moisture damage. The battery compartment was observed to be cracked from the threads to the case seal. Evidence of moisture damage was found inside of the battery compartment. The pump failed a leak test due to the battery compartment damage. The pump failed to power on, as confirmed by the absence of the auditory cues, vibratory cues, and visual display, due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times within a 30 day period, during which at least 3 separate cartridges from 2 separate boxes were used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.